Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, there was a issue inserting the 5mm distal locking screw with a short trochanteric fixation nail-advanced (tfna) nail. The 5mm distal locking screw screw missed the hole in the tfna nail and was not able to be removed. The screw was fixed in the bone. They are unsure if the aiming arm had loosened during the procedure. With this particular complaint there is no implants to return as all elements of the construct have remained implanted in the patient. There was a surgical delay of one (1) hour thirty (30) minutes. The procedure was successfully completed. No further information provided. Concomitant device reported: aiming arm (part# unknown; lot# unknown; quantity: 1); tfna fem nail ø11 r 130° l235 timo15 (part # 04.037.144s, lot # 51p7275, quantity 1); tfna scr perf l110 tan (part # 04.038.210s, lot # unknown, quantity 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster. This is report 2 of 2 for complaint (B)(4).